Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up and showed x-ray system switched off message. Upon functional testing, the fse found that the suite pc diskbay was defective and the suite pc was not booting up from the os disk. The fse replaced the suite pc, ssd os haswell and installed software. After replacement of the suite pc, ssd os haswell and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion 7 m20 system did not start up and the x-ray system indicated an off message. The system was not in clinical use at the time of the event. No harm has been reported. Upon evaluation, the complaint device suite pc was replaced. The hard disk was also replaced as there was a defect in the disk bay. The disk was connected to the motherboard and the system was returned to functionality. An additional maintenance repair was performed with the tsm on the foot in which lock-tite was applied. Philips has started an investigation of the complaint.